Event description:
It is reported that the patient was admitted after he fell sustaining a dehiscence of his inferior total knee incision. He went to surgery for irrigation, evaluation and closure of wound.

Manufacturer narrative:
Information was received from medwatch report number (B)(4). Evaluation summary: a definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. As returned, implants exhibit damage, wear and tear. The tibial plate and femoral component contain bone cement and minimal amount of soft tissue. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.